Manufacturer narrative:
Further investigation to determine whether the product failed to meet specifications cannot be performed because the customer did not provide a lot number. The root cause cannot be determined due to insufficient information. No corrective action is required.

Event description:
It was reported that on an unspecified date, the customer received multiple false negative results on the consult hcg urine cassette. The exact number is unknown. Further information was requested, but no further information was available.